Event description:
Additional information indicated the device sensitivity was reprogrammed to a more sensitive setting. The device was functioning as designed and programmed. The device required programming due to change of condition.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead underwent a valve replacement procedure. During the procedure, the patient went into ventricular fibrillation (vf). The lead exhibited significant undersensing which resulted in delayed therapy. The patient required an external shock to convert. No additional adverse patient effects were reported.

Manufacturer narrative:
Our records indicate this lead remains implanted. If additional information is received, this report will be updated.